Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when a probe was connected to the system. The navigation system displayed that the localizer was not connected temporarily. There was no patient present when this issue was identified. No additional information was provided.